Event description:
It was reported to boston scientific corporation that a jagwire was used during a biliary stenting procedure performed on (B)(6) 2009. According to the complainant, the physician was preparing the guidewire for use and noted that the black end tip coating of the device was missing. There was no patient involvement and the physician completed the procedure using another jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
Although, the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).